Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with customer and confirmed that the foot switch lost connection. Fse sent the pars via fast service. Customer replaced the foot switch. After replacement of the foot switch, the system was returned to good working condition.the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the footswitch lost connection. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.